Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was dehiscence at the surgical site within two days of placement of the device in a canine.